Event description:
It was reported that during a avr/mvr and maze procedure the patient was put on pump and given 30,000 units of heparin. Act was in the 400-500 range. After completing the 'box' with the cobra fusion 150, they opened the left atrium for the mvr and noticed coagulation/clot in the left atrium described as brown/grey film along parts of the burn lines which was then scraped away. Additional information reported indicates the pre-operative tee was clear and showed no evidence of clot. The patient is currently reported as doing poorly possibly due to the stress of the surgery but not due to any of the maze procedure (no cognitive impairment). Patient was discharged from the facility but soon after came down with pancreatitis and was admitted to another hospital to explore the area and had some drains put in to relieve the issue.

Manufacturer narrative:
(B)(4). The device was discarded at the facility and will not be returned to the manufacturer. The device lot number was unable to be ascertained therefore a device history review was unable to be performed. There was no device malfunction reported.